Manufacturer narrative:
This complaint is being closed due to insufficient information from the customer after three (3) good faith effort (gfe) attempts were made to obtain the relevant information. Additional information has been requested, however, at this time no further details have been provided. If any additional information is provided in the future, a supplemental report will be submitted.

Event description:
The customer reported that the augmentation lights on the cs300 intra-aortic balloon pump (iabp) were not lit. The customer tried using the control arrow, however, that did not result in a change. The customer reported that changing the iabp resolved the issue. The original iabp was taken to the biomed. On (B)(4) 2017 tech support spoke with the biomed and was informed that the biomed will be performing their own repairs.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. There has been additional information requested.

Event description:
The customer reported that the augmentation lights on the cs300 intra-aortic balloon pump (iabp) were not lit. The customer tried using the control arrow, however, that did not result in a change. The customer reported that changing the iabp resolved the issue. The original iabp was taken to the biomed. On (B)(6) 2017 tech support spoke with the biomed and was informed that the biomed will be performing their own repairs.